Event description:
A customer reported an issue with the time settings on their device, which displayed a discrepancy of more than five minutes compared to the actual time. Blood glucose levels remained unaffected, as there were no readings outside the normal range. Technical support assisted the customer in correcting the time settings and advised monitoring the device for any future time discrepancies, which the customer understood and acknowledged.